Manufacturer narrative:
Physio-control evaluated the customer's therapy cable and verified the reported issue. Physio determined that the cause of the reported issue was due to all 6 low voltage pins being shorted together. The customer received a replacement therapy cable.

Event description:
The customer contacted physio-control to report that their therapy cable was "bad" and not working. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their therapy cable was "bad" and not working. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.